Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead was placed in the lateral vein, but capture was not achieved, even with a threshold exceeding 5.0v. Despite several attempts, appropriate capture could not be established. Consequently, the lead was exchanged for a new one of a different model. There were no reported adverse effects on the patient. This lead is anticipated to be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. A stylet insertion test was also performed and indicated no blockage in the lead lumen. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead was placed in the lateral vein, but capture was not achieved, even with a threshold exceeding 5.0v. Despite several attempts, appropriate capture could not be established. Consequently, the lead was exchanged for a new one of a different model. There were no reported adverse effects on the patient. The lead was received for analysis.